Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that they could not get c3f8 gas from the auto gas fill (agf) connector prior to a procedure. The gas tank was emptying faster than they expected. It was noted that when they tried to use the agf function, a system message was displayed regarding the tank was empty. The tank and tubing's were examined. There was no patient involvement. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative reseated the connection to resolve the issue and completed a ¿preventative maintenance¿ measure on the system. The system was tested and found to meet product specifications. The same tank of gas was still able to be used. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The ophthalmic gas was manufactured on may 8, 2015. Per the review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to incorrect tubing connections. However, how or when the connections became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).